Event description:
The physician was using an endeavor sprint over the wire (otw) drug-eluting coronary stent to treat a lesion in the circumflex. The lesion was mildly tortuous and mildly calcified. The lesion was not pre-dilated. The device failed to cross the lesion and device was removed. Pre-dilation was then performed. The device was reloaded onto the wire but was unable to advance and on removal it was noted that a stent strut had lifted. Another stent was used to treat the lesion. The patient is reported to be fine and no clinical sequelae were reported. The device was inspected prior to use with no issues noted. Evaluation summary: the stent was positioned between the marker bands. The first distal stent segment was raised and deformed. The distal tip was damaged.

Manufacturer narrative:
(B)(4). Results: failure to follow instruction (lesion not pre-dilated), inherent risk of procedure (failure to deliver stent and stent deformation), patients condition affected effectiveness of device (calcification/tortuosity). Conclusion results: device failure/lack of effectiveness related to patient condition (calcification/tortuosity).